Event description:
It was reported the patient programmer was showing that one of the patient¿s implantable neurostimulators (ins) needed to be charged but the battery icon on the patient programmer showed the ins battery to be 1/4-1/2 full. The patient noticed the discrepancy between the patient programmer and the ins three weeks prior to the event. At the same time it was noticed that one of their leads was wrapped around one of the stimulators. The patient was receiving stimulation and pain relief from the left lead but not the right one since it was wrapped around the stimulator. The main reason for the call was to get compatibility guidelines for a lumbar MRI so their health care provider (hcp) could ¿see what the stimulators were doing¿ before putting in a paddle lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97792, explanted: (B)(6) 2015, product type: accessory. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Analysis of the stimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the distal end conductor was broken. Analysis of the lead (serial # (B)(4)) found that the body conductor was broken with 10 centimeters of the connector area.

Event description:
Additional information received from the consumer and an MRI technician reported that prior to the explant the patient's stimulators had moved together and were touching. It was noted that the left battery was explanted due to "bad leads" but this was clarified to mean that the leads were not MRI safe. For information regarding the patient's other stimulator please refer to manufacturer report # 3004209178-2015-09043.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was ineffective. There was no patient death and the patient recovered with out sequelae.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2015 that stated that they reviewed the reports, finding only an x-ray from (B)(6) 2015 of the thoracic spine. The x-ray indicated that the leads were in proper alignment, terminating at t-7 to t-8. There was no mention of the battery units or generators. The patient also had a spinal x-ray in (B)(6) 2015, and there was no mention of stimulator generators or batteries. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.